Event description:
Radial sheath stuck and unable to be removed in the patient¿s radial artery. When removing the sheath from the radial artery, after case was done, the sheath uncoiled within the artery and the sheath could not be removed and was stuck in the arm for approximately 20 minutes. The patient began to experience pain, became diaphoretic, hypertensive and started vomiting. Medications to decrease bp (blood pressure) given, antibiotics and anti-nausea medication was given. There was approximately 100cc of blood loss. Additional supplies were needed in order to remove the sheath. Sheath eventually removed with further maneuvering of sheath, medications given, manual pressure. The patient did experience discomfort & pain related to the need to manipulate the sheath in the radial artery and the accompanying vagal reaction that was stimulated (diaphoresis, n&v nausea and vomiting, etc.). Those were treated and managed in real time. Once sheath was able to be removed hemostasis was obtained. Patient did well overnight, and h&h (hemoglobin and hematocrit) actually increased from day prior. No lasting injury to patient. Sheaths with this lot number have been pulled from our shelves pending investigation.